Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced elevated cgm readings with increased automated correction dosing after dinner while using the ilet system, with the user denying a bent cannula or leaks and suspecting a possible infusion site issue; the user replaced the infusion set and glucose subsequently returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.